Manufacturer narrative:
The date of the event is unknown. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was intended to be used during a procedure. According to the complainant, when opening the device from the package, upon removal it was discovered that the sheath of the device appeared malformed. It was reported that the sheath was elongated approximately 3 inches beyond the clip distally and the plastic of the sheath seemed warped and too thin. In addition, the clip protruded from the side of the sheath. No visible damage was present to the packaging of the device and the sterile barrier had not been compromised. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was intended to be used during a procedure. According to the complainant, when opening the device from the package, upon removal it was discovered that the sheath of the device appeared malformed. It was reported that the sheath was elongated approximately 3 inches beyond the clip distally and the plastic of the sheath seemed warped and too thin. In addition, the clip protruded from the side of the sheath. No visible damage was present to the packaging of the device and the sterile barrier had not been compromised. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was located inside the over sheath. Once the over sheath was pulled back using the sheath grip, the clip assembly was actuated several times (hearing two distinctive clicks) and deployed per design. In addition, the over sheath was torn and stretched. The root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.